Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported right iliac limb stenosis due to mechanical compression was confirmed and is most likely user related (crossing of limb stents proximally). No procedure related harms were identified. The final patient status was discharge home on the first post-operative day stable following a secondary endovascular procedure. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm (aaa). During the investigation of a previously reported event, 3008011247-2019-00058, right limb stenosis was discovered per discharge summary from (B)(6) 2015 due to mechanical compression from the left iliac stent. A resultant bilateral secondary endovascular procedure occurred on (B)(6) 2015 with a bifurcated iliac branch device, right femoral endartectomy, and bovine pericardial patch angioplasty. The patient tolerated the procedure well and was discharged one-day postoperative.